Manufacturer narrative:
Investigation is pending.

Event description:
The following issues occurred when a nurse prepared the medication in an outpatient setting: the medication could no longer be aspirated midway through the process. White foreign matter was observed in the medication after it passed through the filter. The same issue occurred in all three bottles from the same lot. The nurse who prepared the medication reported that "the medication felt slightly thicker after dissolution." Additional information received on 20 may 2026: 1. Has the administration of the substitute been completed? Answer - the administration of the substitute has been completed. 2. Was the dissolution procedure carried out according to the package insert? Answer - unknown. But the doctor thinks that this time is not first time of adjustment by the nurse because the nurse said that the liquid was different from usual. 3. As per the reconstitution procedure, was the dissolving solution vial on top and the formulation vial on the bottom, and was it kept upright without tilting? Answer - unknown. But the doctor thinks that this time is not first time of adjustment by the nurse because the nurse said that the liquid was different from usual.